Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. According to the inspection result by local service department, there was a failure in printed circuit board and abnormal image was occurred. Therefore, it was presumed that the communication disconnection occurred due to failure of the printed circuit board and image flickered.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, the image flickered. The facility finished the case with another similar device. The subject device was used in combination with esg-400. There was no report of patient injury associated with the event.